Event description:
On (B)(4) 2012, the reporter contacted animas and alleged having a seizure last night, with a blood glucose (bg) of 21 mg/dl. The reporter's spouse gave orange juice and sugar and monitored her for 3 hours, until her bg reached 47 mg/dl and the reporter was able care for herself. The reporter's current blood glucose is 122 mg/d, and she is continuing with pump therapy. The reporter indicates this sudden drop in blood glucose has been happening once a month for over two years, and is working with a health care provider to control this. Customer service advised the reporter to refill her glucagon prescription that her health care professional had provided. There is no allegation or indication of any pump malfunction. This complaint is being reported due to the alleged hypoglycemia and seizure.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: the pump data from the time of the event was overwritten due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.